Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pruritus ("scratching my legs"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and pruritus outcome was unknown. The reporter provided no causality assessment for pruritus with essure. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media: new event: medical device removal was added .reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pruritus ("scratching my legs"), vibratory sense increased ("she experience a strange vibrating feeling in pelvic region") and headache ("headaches"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, pruritus and vibratory sense increased outcome was unknown and the headache had not resolved. The reporter provided no causality assessment for pruritus with essure. The reporter considered headache, medical device removal and vibratory sense increased to be related to essure. The reporter commented: b as of (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report received. Added reporter. Added event headaches. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pruritus ("scratching my legs") and vibratory sense increased ("she experience a strange vibrating feeling in pelvic region"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, pruritus and vibratory sense increased outcome was unknown. The reporter provided no causality assessment for pruritus with essure. The reporter considered medical device removal and vibratory sense increased to be related to essure. The reporter commented: b as of 25-jun-2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received event " she experience a strange vibrating feeling in pelvic region" was added, reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.